Event description:
My husband started using the libre free style for checking blood sugar on (B)(6) 2019. This is a 14 day system. The first sensor fell off on (B)(6) 2019 (10 days). Put new one on but it would not register to reader. Waited to speak to company and put a new sensor on (B)(6) 2019. This one fell off several hours later. Put new one on (B)(6) 2019 and reader said take off on (B)(6) 2019. Put new one on (B)(6) 2019 and it fell off on (B)(6) 2019. Put new one on (B)(6) 2019. In all we used 6 sensors in less than 2 months. In between we were told we should be using some type of skin prep so we bought and used it on the last 3. There is obviously something defective with these sensors and their system. They tell you the sensors are to be put on the back of the upper arm but they fall off easily. Please look into this issue.